Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that oozing/bleeding occurred during a lobectomy procedure. End tones, indicating a completed seal cycle, were heard. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The reported condition that tissue could not be sealed was not confirmed. The device was plugged into the generator and activated on simulated tissue with acceptable results. Functional testing was performed with the returned device on porcine kidney tissue. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.